Manufacturer narrative:
Event date: unk. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced skin redness progressing to a red, itchy rash with red spots underneath the adhesive border. The rash is worse toward the top of the device. The pt experienced the condition during a period of approximately two months prior to complaint receipt. Pt applied cortisone cream to treat the condition. Pt outcome was not noted.